Event description:
The hearing performance had significantly decreased since the previous week. Re-implantation is scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has not yet been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
The concerned device was received complete and intact for investigation. Device investigation shows a device working within specification, which is in contrast with the reported problems and in-situ telemetry measurements. Additionally the patient got re-implanted and is not experiencing the former problems again. The root cause for the reported problems could not be determined and remains unknown.

Event description:
The hearing performance with concerned cochlear implant had significantly decreased since the previous week. A CT scan was planned. Re-implantation has occurred.